Event description:
The physician was treating the patient and blisters developed immediately after the procedure. One blister left a scar on the patient's left lower cheek. The physician applied ice and locoid lotion post procedure. The patient was compliant to the physician's instructions to use sun block and avoid sun exposure. The physician followed up in (B)(6)2013 and the scar was still visible. The physician noted that the foot pedal did not respond intermittently during the case and was difficult to use. The physician returned the icon laser system for evaluation. There is a related complaint 1222993-2014-00005.

Manufacturer narrative:
The icon laser system was tested and found to have no problem. It did not shut down and it pulsed fine with a new foot pedal. The foot pedal was not returned with the laser and thus unable to confirm if there were any issues. Maxir hand piece: no problems found.